Manufacturer narrative:
The insulin pump was received with blank display due to broken solder joint. Unable to perform the displacement test due to blank display anomaly. The insulin pump has minor scratched lcd window, cracked case near the display window corners, battery tube threads cracked and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported the insulin pump switched off alone without any alarm. Customer's blood glucose was unknown. The insulin pump is being returned for analysis.